Event description:
It was reported that the unit is making a knocking sound, the console case is separating and is not cutting during a breast biopsy procedure. No further information is available. No error codes reported or noticed. The biopsy was completed with a competitor device. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the unit was received with minor scratches. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the rotational cable. After servicing, the unit passed all qa testing procedures. Complaint information is trended on a regular basis to determine if further investigation is warranted.